Event description:
It was reported that this electrode delivered an inappropriate shock due to noise and oversensing. Subsequently, tachycardia therapy was programmed off, x-ray imaging was ordered, and a request was made to have technical services review the episode. Data analysis showed a signal signature consistent with changes in the impedance pathway of the sensing vector, and in-office troubleshooting to evaluate lead mechanical integrity and lead/device connection was recommended. The patient will be brought into clinic in the next week. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The electrode remains in service and tachycardia therapy remains off.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode delivered an inappropriate shock due to noise and oversensing. Subsequently, tachycardia therapy was programmed off, x-ray imaging was ordered, and a request was made to have technical services review the episode. Data analysis showed a signal signature consistent with changes in the impedance pathway of the sensing vector, and in-office troubleshooting to evaluate lead mechanical integrity and lead/device connection was recommended. The patient will be brought into clinic in the next week. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The electrode remains in service and tachycardia therapy remains off. X-ray images were later sent for review. A technical services consultant confirmed full insertion is observed, and there is no evidence of macroscopical lead impairment. Nonetheless, it cannot be excluded, namely as there are parts of the lead that are not visible on provided x-ray images. As such, previous recommendations remain applicable. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.